Event description:
The customer called regarding the reservoir. The customer stated that the rubber piece on two of the reservoirs was not working. As a result, the customer stated that they wasted two reservoirs filled with insulin. The customer was advised of disposable replacements.